Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve implanted for 7 year and 11 months, is being evaluated for a valve-in-valve procedure due to stenosis. Tavr procedure not yet scheduled.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve implanted for 7 year and 11 months, underwent a valve-in-valve procedure due to calcification with severe stenosis. Patient presented with shortness of breath. The procedure was performed successfully with no complications with a 23mm 9750tfx transcatheter valve. The patient tolerated the procedure well. There were no immediate complications. The patient was brought to the recovery area in stable condition. The patient was discharged in a stable condition to home with self care on pod#1.

Manufacturer narrative:
Updated sections: b3, b5, b7, h6 health effect - impact code, and health effect - clinical code.

Manufacturer narrative:
Updated sections: d4 expiration date and UDI, h4, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve implanted for 7 year and 11 months, is being evaluated for a valve-in-valve procedure due to calcification with stenosis. Tavr procedure not yet scheduled.

Manufacturer narrative:
Updated sections: a4, b1, b2, b5, b6, h1, h6 device code(s), and type of investigation.